Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient's infusion set's tubing tubbing came apart near cannula. At the time of the incident, the patient's blood glucose level was 200 mg/dl. There was no damage to the infusion sets when the package was first opened. Moreover, they replaced the infusion set and resumed insulin successfully. No further information available.